Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6). The event was ongoing as of (B)(6) 2017.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving hydromorphone 5 mg/ml at 0.4566 mg/day and bupivacaine 10 mg/ml at 0.913 mg/day via an implantable pump for non-malignant pain. It was reported that a pump reservoir volume discrepancy was noted on (B)(6) 2017. The expected pump reservoir volume was 9.4 and the actual was 17.5. A pump check on (B)(6) 2017 revealed a catheter occlusion. The device diagnosis was 'catheter occlusion'. Catheter access port (cap) contrast study was performed (B)(6) 2017 and aspiration during pump check was not possible as the catheter appeared to be occluded and would need to be replaced or revised. On (B)(6) 2017, the catheter was found to be wound tightly and pump was freely mobile in the pocket. As intervention, tramadol medication was initiated on (B)(6) 2017 and catheter revision surgery/revision of pump pocket was performed on (B)(6) 2017. The etiology of the event was noted as related to the device (lumbar/pump portion of catheter) or therapy and not related to the implant procedure. The outcome was indicated to be ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated on (B)(6) 2017 the patient had decreased pain coverage due to having to decrease dosing at time of catheter revision. On (B)(6) 2017 the pump was reprogrammed and they increased the pump. On (B)(6) 2017 medication was administered where endocet was initiated. On (B)(6) 2017 medication was administered where a caudal injection was given. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.